Event description:
Customer reported via phone call that units are not showing up on the screen and the insulin is spraying out during the prime process. The insulin pump is alarming. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.